Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. Correction d4 expiration date. D4 expiration date: update to n/a. H4: the lot was manufactured december 10-11, 2025. H11: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing under water was performed with no issues noted. Clear passage under water testing was performed a blockage between the union of tube to the check valve was observed; this could cause an alarm. The reported condition was verified. The cause of the blockage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of continu-flo solution sets generated upstream occlusion error alarms. These events occurred during the administration of mannitol and amiodarone boluses in ccu and ed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 lot #: the suspect lot was: r25l09055. D4 expiration date/UDI #: expiration date 12/10/2030; UDI: (B)(4). H4 device manufacture date: 12/10/2025. Should additional relevant information become available, a supplemental report will be submitted.